Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the popliteal artery with mild tortuosity, heavy calcification and 90% stenosis. The vessel diameter was 6 mm and a 6f sheath was placed. Following pre-dilatation with a 6mm balloon dilatation catheter, the stent of a 6x20 mm supera self expanding stent system (sess) was deployed as per the instructions for use. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. On attempting to remove the sess without angiographic visualization, resistance with the anatomy was met. Further imaging confirmed the stent had been withdrawn with the delivery system to the sheath. The sheath and sess were removed as a single unit over an unspecified guidewire. Outside of the anatomy the stent was noted to be flowered. The procedure was successfully completed with an additional sheath and supera sess. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported deployment issue and difficulty removing was unable to be confirmed as the stent had already been fully deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use (IFU) instructs: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. Additionally, the removal procedure states: should unusual resistance be felt at any time during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. In this case, the IFU deviations do not appear to have contributed to the deployment difficulty. The investigation was unable to determine a cause for the reported deployment issue. It is possible that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to properly engage the remaining proximal end of the stent causing the partial deployment. Additionally, during the attempt to pull the partially deployed stent back into the introducer sheath, difficulty was encountered as the partially deployed stent was being pulled into the reduced clearance of the introducer sheath, causing the tip to detach. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: there was no waist noted to the deployed stent or proximal end of the lesion. The thumb slide was fully retracted to the start position and both the system and deployment levers were locked prior to removal of the stent system. Force was used to remove the system from the anatomy and a tip separation occurred. The tip was successfully retrieved with the use of a snare. No additional information was provided.